Event description:
It was reported that during a call to replace a continuous glucose monitor, the user experienced hypoglycemia with a blood glucose of 68 mg/dl and self-treated with oral carbohydrates (sprite and orange juice), after which glucose returned to range. Symptoms included no reported hypoglycemic symptoms. Outcomes included no injury, no medical intervention beyond self-treatment, and no hospitalization. Investigation included complaint handling, user interview, and product use troubleshooting and education. Investigation of this case revealed no device malfunction and an undetermined root cause. It was concluded that the event was consistent with hypoglycemia of unclear cause, with no confirmed device-related failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.